Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.00/+1.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2023, due to lens rotation not associated to a low vault and the problem was resolved. The lens was repositioned and rotated multiple times before being removed. The cause of the event was unknown.